Manufacturer narrative:
(B)(6). (B)(4). Device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, intra-op, a 4.75 rod was found to be fractured under the set screw when the surgeon went in to extend the construct for a different reason.